Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the mesenteric artery using a ruby coil and a lantern delivery microcatheter (lantern). It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician advanced the ruby coil into the target location and did not like how it was forming in the vessel. Therefore, the physician decided to retract the ruby coil. Upon retraction, the ruby coil unintentionally detached partially in the lantern and partially in the vessel. Therefore, the physician used a snare device and removed the ruby coil. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached. Evaluation revealed that the sr component was fractured, and the proximal constraint sphere was not present. If the ruby coil is retracted against resistance, damage such as this may occur. Further evaluation revealed that the embolization coil was unraveled. If the sr component fractures, the embolization coil will likely begin to unravel. The pusher assembly was not returned for evaluation. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.